Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the right ventricular lead exhibited high ventricular lead impedance. All electrical values for capture, sensing and pacing lead impedance were stable. Programming changes were suggested. No intervention was performed. The patient will continue to be monitored normally. The patient was stable prior, during and post event.